Manufacturer narrative:
The age of the device is unknown. It is unknown whether the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and a centrimag extracorporeal circulatory support pump more than a year ago; the date is unknown. It was reported that the centrimag motor and primary console were extremely hot to the touch. The motor and console were exchanged. Additional information was requested, but not provided.

Manufacturer narrative:
The centrimag motor used at the time of the reported event was not returned for analysis. Multiple attempts to obtain the product and additional information were unsuccessful. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The centrimag primary console operating manual (doc.#(B)(4)) section 10-"emergency/trouble shooting" states: "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g2: correction.